Event description:
A manta vascular closure device failed during/following a endovascular aneurysm repair of abdominal aorta (evar). It's failure required a remote superficial femoral artery endarterectomy following the evar.